Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate erratic results of "378, followed by 192, 150 and 181 mg/dl" when tests were performed within an unknown amount of time of each other. This complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.